Event description:
It was reported that during a procedure, the tip of the device detatched in the patient and was later retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. The device history record of the reported lot number was reviewed. The review disclosed no discrepancies that could contribute to this condition. Probable root causes for the reported condition can be associated, but are not limited to: assembly process and/or misuse. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that during a procedure, the tip of the device detatched in the patient and was later retrieved.